Event description:
A refractive coordinator reported horizontal lines in the stromal bed in both eyes after flap creation and before refractive surgery. This report is for the right eye, the left eye is being reported on MFR report # 3003288808-2012-00064. The flap was lifted, the refractive procedure was performed and the surgeon has no concerns for this pt¿s outcome. No injury was reported.

Manufacturer narrative:
During the onsite investigation, the customer reported to the territory mgr that several times the humidity in the operating room was on high as around 80% overnight. The territory mgr checked and calibrated the system, then completed a successful system verification to specifications. A review of the logfiles for the time of this pt¿s surgery showed no abnormalities that could have contributed to this event. A root cause has not been identified. (B)(4).